Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
The customer reported that the drill bit broke during surgery.

Manufacturer narrative:
The reported event that cannulated drill bit & countersink fixos 1,7mm/l12mm, ao was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by overtorquing the device. The device inspection revealed the tip of the drill is broken. Microscopic inspection revealed a brittle fracture: the breakage is due to a torsional overload (too high torque applied). In addition, marks of usages are visible on the device and the device was manufactured in 2015; 2 years prior event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The customer reported that the drill bit broke during surgery.